Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Concomitant medical products: 419378 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was returned with no information where it subsequently tested out of specification. Follow-up determined that the ICD was explanted and replaced for short battery life. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.